Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 indicating that 110a "proximal pressure sensor autozero failed" and 110b "the proximal pressure is not measured, and pressure-related alarms are compromised" errors occurred. It was reported that there was no patient involvement at the time the issue was discovered. There was no patient or user impact. The bme informed the remote service engineer (rse) that the o2 psi reading was 83 psi, and the analyzer was reading approximately 50. The rse provided the customer with the recommended steps in troubleshooting the device and the part number of the data acquisition (da) printed circuit board assembly (pcba). Per the good faith effort (gfe) response received, the rse noted that the bme reseated the da pcba to resolve the reported issue. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.